Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a "no cartridge detected" issue with a one touch ping insulin pump. The patient claimed that during the load step, the pump appeared to be pushing insulin into the tubing. Therefore, the patient alleged that he was getting a reduced prime amount before seeing drops of insulin. However, the she denied that insulin was shooting out of the tubing during the load step. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that insulin, however, that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump performed an ezprime operation with no difficulties; the pump correctly detected the cartridge and no fluid was dispensed. The pump passed a force sensor calibration test. The pump was exercised for 24 hours without alarms or warnings. No defects related to the complaint were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.